Event description:
It was reported that, "mechanical loosening of scorpio components indicated revision surgery." The pt had bmi 55. Components were implanted 6 to 8 years ago at different hospital, therefore exact date of implant is unk.

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.